Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. While attempting to implant this lead, the guidewire was observed to come out through a hole in the lead's insulation. The procedure was completed using an alternate lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead body revealed a puncture in the insulation approximately 36 mm from the tip due to the guidewire escaping the lead lumen. Laboratory testing confirmed the reported insulation puncture though analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.